Event description:
It was reported the pt experienced "sharp electrical pains." The pt was having difficulty recharging. The training they received on the recharging process was ineffective because the pt was still under the effects of anesthesia at the time it was provided. The pt had an appointment scheduled with their hcp for troubleshooting and further training.

Manufacturer narrative:
(B) (4).